Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon (no image) was not duplicated, and also found that the front panel buttons did not function due to the failure of the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus (B)(4), omsc surmised that the reported image failure was attributed to the failure of the image signal transmission between the subject device and the videoscopes, due to the contact failure of electrical contacts in the video connector socket or the component failure of the image processing circuit board, which might be caused by the wear and tear of the video connector socket due to repeated use for a long term because more than seven years had passed since the subject device was installed. In addition, it was surmised that the reported front panel function failure was attributed to the failure of the printed circuit board, which might be caused by the aging deterioration due to repeated use for a long term because more than seven years had passed since the subject device was installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event.